Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced dizziness, and that there was undefined high impedance and oversensing on the right ventricular (rv) lead. It was also reported that there was a lead fracture. It was also reported that there was high impedance on the lv (left ventricular) lead. It was further reported that there was no capture on the lv lead and a possible lead fracture. The rv lead was replaced. The lv lead was turned off, and later capped and replaced. No further patient complications have been reported as a result of this event.